Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, intellicuff leakage due to a cracked intellicuff housing. The housing cracked on the location where the cuff pressure tube gets connected to the device. - this occurrence was noticed during pre-operational preparation. - a continuous alarm was observable both visually and through hearing. No further details about the alarms were reported to hamilton - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, intellicuff leakage due to a cracked intellicuff housing. The housing cracked on the location where the cuff pressure tube gets connected to the device. - this occurrence was noticed during pre-operational preparation. - a continuous alarm was observable both visually and through hearing. No further details about the alarms were reported to hamilton - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.